Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer change set and sensor this morning and blood glucose value was over 600mg/dl. Customer¿s blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 592 mg/dl. Customer experienced symptoms like hard time breathing and hurting of chest. Customer treated by manual injection. Customer said that the site was bleeding and then the blood glucose value was 516mg/dl. Insulin pump will not be returned for analysis.